Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred when pulling a tube off of the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d2a. Medical device type: jka. E1. Initial reporter zip: (B)(6). G.4. PMA / 510(k)#:k243207. Investigation summary: bd received a photo for investigation. The customer-provided photo shows a device with hub collar separation. Retained samples cannot be tested as the batch number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred when pulling a tube off of the needle. No adverse impact was reported regarding the patient or user.